Manufacturer narrative:
Reference number: (B)(4). A review of the device history records has been performed. This review confirmed that this lot of products was reviewed and released according to quality specifications. A review of historical complaint data displayed no increase in trends.

Event description:
Additional information received indicated that the device was easily removed from the patient. A new device was used to complete the case.

Manufacturer narrative:
Tracking number: (B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, during a gastric bypass, the jaws of the reload would not move back to the straight position and remained articulated. The reload was unable to be detached from the adapter; the status indicators lit blue. A new device was used to continue the case. There was no reinforcement material used. There was no unanticipated tissue loss. There was no irreversible tissue damage. There was no unanticipated blood loss of more than 500cc. Surgery time was not delayed by more than 30 minutes. Nothing fell into the patient cavity. Additional information has been requested but not yet received. A supplemental report will be submitted upon receipt of new information.